Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by weakness and loss of appetite. A day prior to the peritonitis diagnosis, the patient was hospitalized due to weakness and loss of appetite. On the same day as the peritonitis diagnosis, the patient was treated with vancomycin injection (1gm, ongoing) and meropenem injection (500mg, ongoing) for peritonitis. Two days after the initial symptom onset, the patient has recovered from weakness and loss of appetite. Four days after hospital admission, the patient was discharged. At the time of this report, the has recovered from peritonitis. Pd therapy was ongoing. No additional information is available.